Manufacturer narrative:
Synthes is unable to determine mfg site or mfg date without a lot number. Investigation could not be completed; no conclusion could be drawn as no device was returned or lot number provided.